Event description:
Healthcare professional additionally reported reason for removal as "textured" implants. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight to the specification, a device deformation, wear abrasion, fold creases, and an observed 40-mm dark patch edge material inside the gel of the device. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.7., d.9., g.1., h.3., h.6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Healthcare professional additionally reported reason for removal as "textured" implants. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.